Event description:
It was reported in article in the journal "italian journal of vascular and endovascular surgery" titled, "comparison of the results of tunneled catheters from the subclavian vein and internal jugular vein for hemodialysis in older patients: a retrospective study", that sometime later post hemodialysis catheter placement procedure, out of two hundred and six patients, there was fourteen occurrences of thrombus formation. The current status of the patient was unknown.

Manufacturer narrative:
H10: mehmet a. Yesiltas, ali a. Kavala, saygin turkyilmaz, yusuf kuserli, hasan toz (2022). Comparison of the results of tunneled catheters from the subclavian vein and internal jugular vein for hemodialysis in older patients: a retrospective study. Italian journal of vascular and endovascular surgery. 2022 march:29(1):11-9. Doi: 10.23736/s1824-4777.21.01524-2. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in article in the journal "italian journal of vascular and endovascular surgery" titled, "comparison of the results of tunneled catheters from the subclavian vein and internal jugular vein for hemodialysis in older patients: a retrospective study", that sometime post a hemodialysis catheter placement, out of two hundred and six patients, there was fourteen occurrences of thrombus formation. The current status of the patients were unknown.

Manufacturer narrative:
H10: mehmet a. Yesiltas, ali a. Kavala, saygin turkyilmaz, yusuf kuserli, hasan toz (2022). Comparison of the results of tunneled catheters from the subclavian vein and internal jugular vein for hemodialysis in older patients: a retrospective study. Italian journal of vascular and endovascular surgery. 2022 march:29(1):11-9. Doi: (B)(4). H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported thrombosis issue as no objective evidence was provided for review. Furthermore, the clinical condition alleged in the reported event cannot be confirmed. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.